Event description:
On (B)(6) 2014, information received by medtronic indicated that the patient experienced "cold symptoms¿. Patient reported nasal congestion, mild shortness of breath, cough and sore throat which began after he was discharge home post cryoablation procedure. Patient consulted his general practitioner for these symptoms on (B)(6) 2014. Symptoms believed to be caused by community exposure to upper respiratory infection. Patient received a breathing treatment in md office, and was prescribed flonase, cheratussin and benzonatate. On (B)(6) 2014, information received by medtronic indicated that the patient went to the ER because he was experiencing shortness of breath and cough. Blood work was drawn, which revealed elevated lipase. Subsequent abdominal sonogram revealed cholelithiasis. Chest x-ray on (B)(6) 2014 was negative for pneumonia. Chest x-ray on (B)(6) 2014 revealed left lower lobe infiltrate. Chest x-ray on (B)(6) 2014 revealed improving left lower lobe infiltrate. Per chest x-ray, pneumonia was diagnosed and patient placed on IV zosyn. Patient was discharged home with prescription for follow-up chest x-ray.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
Bin files were reviewed and showed the system notice message 50003 "pressure is low" at injection 1 and 2. Bin files also show at least 18 injections were performed with the catheter. No indication of product malfunction and no product to be returned. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.